Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 121 mmol/l, which repeated as 141 mmol/l. The sample was repeated on a competitor analyzer, resulting with a value of 142 mmol/l. The na electrode lot number was n6370, with an expiration date of 08-dec-2019.